Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had some noise and that there was still mild oversensing seen on the rv chamber. The sensitivity had been increased in the past to help with this

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing. The rv lead was reprogrammed with a decrease in sensitivity and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was performed and it was determined that there was further reprogramming performed on the rv lead.